Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000425.

Event description:
It was reported that the endoscopic ultrasound center only showed half of the ultrasound image during a diagnostic procedure with planned biopsy. After troubleshooting, it seemed to be a random and one-time occurrence, and the device spontaneously began to show full image. It was determined that the subject device was the cause of the issue. The procedure was cancelled while the patient was on the table and already intubated. The patient was rescheduled a week later. The rescheduled procedure was completed with a loaner endobronchial ultrasound scope. There were no reports of patient harm.